Manufacturer narrative:
(B)(4). The ge service rep repaired the bad contact. The system operates as intended.

Event description:
The customer reported the c-arm did not lift up and down. No pt injury was reported.